Event description:
Tka. Event description: dr (B)(6) was making his cuts and a scrub tech grabbed the handle to change attachments and the screw and handle came off the mics.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: dr (B)(6) was making his cuts and a scrub tech grabbed the handle to change attachments and the screw and handle came off the mics. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499. Product history review device history records indicate (B)(4) devices were manufactured under lot k0672 and (B)(4)devices were accepted into final stock on 11/12/15. A review of qt15-11-0035 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints related to p/n 209063, prodex lot k0672 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4), CAPA 2127499 and CAPA 1452931 are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿.

Event description:
Tka event description: dr (B)(6) was making his cuts and a scrub tech grabbed the handle to change attachments and the screw and handle came off the mics.